Event description:
Patient called lfs alleging that their one touch ultra meter would not power on. Patient did not experience any symptoms during the time of concern. Patient has only been using the meter for 9 months and they last tested with the meter 3 weeks ago. Patient did not take any actions following the attempted use of the meter; however, they did contact a medical professional for advice. Patient did not have any other device to test with during the time of concern. The customer service representative discovered that the batteries were correctly installed, batteries were replaced less than 1 year ago, correct brand of strips were being used, and the battery contacts were in good condition. The meter was replaced due to an unresolved power issue. The patient neither alleged harm or experienced injury or medical intervention. Based on the information supplied by the patient, there is indicated that the product malfunctioned or that the event meets the criteria for a medical device reportable.